Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. A field service engineer (fse) identified no lights on the drawer controller. Fse receded the drawer controller connections, verified the retractor band and module controller and reinstalled the drawer, but the issue remained unresolved. Fse then replaced the retractor, reinstalled the drawer and replaced the solenoid as it was fired upon power on to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed to open and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.